Event description:
It was reported that during preparation, the fiber had no energy. The procedure was completed with another fiber. There were no patient complications reported. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no defects in the fiber body. Microscopic inspection found the fiber tip was degraded and had distorted light exiting the connector face, indicating an internal connector fracture. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Functional testing found a dim aiming beam, and the console reads: "applicator has been used 0 times.". The device history record (DHR) review confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The investigation conclusion code assigned is cause traced to component failure, which indicates expected or random component failure without any design or manufacturing issue.